Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 46. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.